Event description:
The facility nurse reported to baxter (B)(4) that a solution administration set was unable to be disconnected after therapy. The connector was spinning freely without tightening or loosening. The tubing had to be cut in order to disconnect it. There was a patient involved, but no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. A batch review could not be completed as the lot number was not provided by the customer.